Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device intermittently lost power, and after multiple power cycles, the device locked up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device reboots after opening the lid and then locked up. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device intermittently lost power, and after multiple power cycles, the device locked up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analysis center (pac) and was able to verify the reported issue. The issue was isolated to user interruption of the 1.13 version software update. Hence, the root cause of the reported issue was determined to be user error. The device was archived by stryker.